Event description:
Info received indicates the valve was explanted due to possible pannus and for recurrent stenosis with no calcification reported. The product was replaced with no additional consequence reported for the patient.